Manufacturer narrative:
(B)(4). Date sent: 01/03/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a surgery for uterine cancer, the blade tip was broken off outside of the patient. No bleeding was confirmed. Another device was used to complete the case. There were no adverse consequences to the patient.